Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer reported "went into dka with plastic tubing". The customer declined to provide additional information regarding the issue.